Event description:
The surgeon feels that the pt's magnet has dislodged from the internal device. The surgeon will reoperate in an attempt to reposition the magnet. Surgery to reposition the magnet is scheduled for 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.